Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an altitude alarm occurred unexpectedly under normal settings. Additionally, when the cartridge was removed the customer noticed that insulin was leaking from the cartridge, but was unable to specify which part of the cartridge the insulin was leaking from. Lastly, the customer reported that the time on the pump was inaccurate. The customer's blood glucose (bg) level was 174. Tandem technical support assisted the customer with entering the correct time into the pump settings. Reportedly, the customer reverted to manual injections for alternate insulin therapy.